Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the pump had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device. The downstream sensor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event., corrected data: information was on the original RMA form indicating that there was no patient present at the time of the event and the issue occurred during testing.

Event description:
Information was received indicating that cadd legacy 1 pump displayed a double alarm that there was no cassette. There were no adverse events reported.